Event description:
The patient reported wound not healing properly (top seam came undone again). No additional information provided.

Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of wound not healing are patient non-compliance (touching or picking at the wound), implanting non-sterile device, surgical (not irrigating the site with antibiotic solution, not using antibiotics pre-operatively, not implanting in sterile field, not prepping skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts), and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.